Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer 1, a full-height cubie drawer, was the source of the issue. The field service engineer (fse) tested the drawer's controller boards and measured 0.3 ohms, which was out of range, confirming the boards were defective. The fse replaced the drawer controller and pyxibus module controller boards to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had black screen and failed to turn on. Customer stated that a faint beep was heard from the remote manager. However, there were no delays or adverse events or injuries reported based on this event.